Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured after being put through the cleaning process.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned by the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.